Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during bolus delivery. Customer's blood glucose was 114 mg/dl. During troubleshooting, insulin did not exit during a fixed prime. After customer was advised to disconnect and reconnect the reservoir and infusion set, insulin did exit when pushed through with a plunger, but there was greater than normal resistance felt. Customer was advised to do a complete set change. Customer delivered a bolus successfully, but the cause of the no delivery alarm was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.